Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00302. The pt's ((B)(6)) scs system includes an ipg and percutaneous lead. It was reported that the pt lost stimulation after passing through a security check system. The pt was reprogrammed in an effort to recapture therapy; however, the resulting stimulation was intermittent. Further interrogation also revealed that the pt's lead had migrated. Surgical intervention was undertaken to replace the pt's ipg. The lead remains implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.